Event description:
Patient experienced a right-side rupture and underwent implant removal and replacement.

Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5155369. Patient age defaulted to "99" as no patient information was provided. Initial reporter information is unavailable as it was not provided on the related medwatch. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.